Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37601, serial# (B)(4), product type: implantable neurostimulator. Product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that during an implantable neurostimulator (ins) replacement due to normal battery depletion, impedances were measured to be out of range on the right and left sides. The patient did not experience any symptoms related to the high impedances. Prior to the revision, impedances were measured to be greater than 40,000 ohms. Impedances were measured to be greater than 40,000 ohms. The ins was programmed to c+, 0- at 2.0 v, 60 usec, and 180 hz on the left side and c+, 9- at 1.0 v, 60 usec, and 180 hz on the right side. An ins pocket revision was done. During the revision, the left side was found to be poorly connected. After reconnecting the left side, impedances were within normal limits. The impedances of electrode 8 on the right side remained out of range. After testing the lead with an external neurostimulator (ens), impedances were still out of range. The hcp decided not to revise the lead because the left side electrodes and three of the four electrodes on the right side were working fine. The cause of the event was unknown and no device issues were seen during the revision. No additional diagnostics or troubleshooting was planned. No additional actions or interventions were planned for the right side. Since the left side was resolved, the hcp was going to see how the patient would react to stimulation. The issue was not resolved at the time of this report. The patient was alive with no injury. Refer to manufacturer report #9614453-2017-00008.